Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx stent was implanted into the lad. Approx 2.5 weeks post index procedure, stent thrombosis was observed. Cec adjudicated stent thrombosis as subacute stent thrombosis, arc definite.

Manufacturer narrative:
The index procedure was prompted by unstable angina and mi. If information is provided in the future, a supplemental report will be issued.